Manufacturer narrative:
4315. Based on the current information provided, the root cause of the customer reported failure mode cannot be determined. Isi has attempted to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received. The green stapler 30 reload associated with this complaint has not been returned for failure analysis; however, the stapler 30 instrument used in this procedure has been received. The stapler 30 instrument was able to pass initialization during failure analysis. The clamp function passed successfully at various angles. Staple formation on a test sheet was proper. An additional observation not reported was that the instrument was found to have the yaw plate broken. The yaw plate web is not bent outwards towards the cardan. This failure is most commonly caused by mishandling/misuse, such as excess force applied to the distal end of the instrument. Isi has reviewed the site¿s system logs with a procedure date of (B)(6) 2019. The logs show two partial fires using stapler 30 part number: 470430-05, lot t10171017-0013. Both of these partial fires were using green stapler 30 reloads. There is a total of 19 stapler fires in the procedure by four different endowrist stapler instruments. The logs show 17 of the 19 firings. The stapler 30 instrument that had the two partial fires with the green stapler 30 reloads had one successful fire earlier in the procedure, with a blue stapler 30 reload. This complaint is being reported due to the following conclusion: during the da vinci-assisted pulmonary lobectomy surgical procedure, the stapler 30 instrument allegedly misfired. As a result, the surgeon elected to manually apply sutures to the bronchus tissue. However, at this time, the root cause of the customer reported failure mode is unknown.

Event description:
It was initially reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, when the stapler 30 instrument was fired with a green stapler 30 reload, there was a blade exposed message. Then, a back-up stapler instrument and reload were tried; however, the same blade exposed error message was generated. Then the surgeon "opted" to place sutures in order to "seal" the area. Intuitive surgical inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
This record was initially reported as an adverse event. Upon further review it has been determined to be an adverse event and product problem.